Event description:
It was reported the right ventricular (rv) lead had t-wave oversensing. The sensitivity was changed but did not correct the issue so additional correctable medical reasons for the oversensing were explored. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.